Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 10/15/2019 and it passed suction and cycle specifications and an abnormal noise was not noted during the evaluation. Refer to attached product evaluation. The customer's report of an abnormal noise could not be confirmed.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, verifying her breast shield fit. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. To date the requested pump has not been returned. In follow up with a complaint handler on 06/19/2019, the customer indicated that medication she had taken for the mastitis were prescribed antibiotics and she used hand expression for relief. She indicated that the replacement pump was working without issue and the mastitis had since resolved. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019 the customer alleged to medela (B)(4) that she received a replacement pump that is making the same noise as her previous pump. She further alleged that she had been getting mastitis with a fever and chills, for which she has had three rounds of medication in one month, and her breasts appear as if they were burnt.